Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-06298, and 3005099803-2009-06300 for the other associated device information. It was reported to boston scientific corporation that three flexima biliary stent systems (7fr x7cm) were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 (patient is over 60 years old). According to the complainant, during the procedure, while trying to retract the guide catheter to deploy the stent, the guide catheter stretched, and then broke; preventing the stent from being deployed. The break in the guide catheter occurred within the push catheter, so the device was withdrawn from the patient, and out of the scope in one piece. This exact failure happened three times in a row, with three separate flexima biliary stent systems. The procedure was successfully completed with a fourth flexima biliary stent system (7fr x5cm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the complaint devices have been disposed, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).